Manufacturer narrative:
Device sample has not been returned to manufacturer in time for this report.

Event description:
The event is reported as: complaint alleges: "the user found that the staple cannot be fixed tightly." Defect was discovered during use on a pt. No pt injury.